Manufacturer narrative:
The device history record (DHR) for the product was reviewed and no anomalies were found. Without the product being returned and with the information provided we cannot determine the cause. This is an isolated incident.

Manufacturer narrative:
No product have been returned for evaluation.

Event description:
From medwatch report number mw5060201. "During an orif of a proximal middle finger, a k-wire broke in a sub-cortical position during placement in the proximal phalanx. The k-wire was not able to be retrieved without an open incision and significant destruction of the bone, it was left in place." From customer representative: k-wire broke in sub-cortical position during the repair of a fractured left middle finger. The physician was unable to remove the k-wire, so it was left in place.